Event description:
It was reported that a malfunction code appeared on the pump, specifically malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support to reset the pump, which resolved the issue as the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, and they acknowledged the instructions provided.